Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause was a worn out video connector socket, preventing it from being locked. More than likely, the video connector became worn due to repeated and long-term use as the device was delivered to the customer more than seven years ago. This could have caused the connection between the scope and the video processor to become unstable and causing the image to disappear. Olympus will continue to monitor the field performance of this device.

Event description:
The customer¿s olympus sales representative reported to olympus, there was no image on the visera elite video system center prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined when the test scopes and cameraheads were lightly moved back and forth, the image would cut within the mask on the monitor and lines appeared with the otv-s7 camera head and urf-v endoscope. The no image was determined to be caused by the worn mechanical lock on the video connector socket which has caused the lock to not latch on the cables. The software was found to be outdated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.